Event description:
Reference number (B)(4) event occurred in united states it was reported on (B)(6)-2024 that the patient observed leakage from tubing whch results into the replacement of infusion set. This event occurred on 28-oct-2024. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6) patient coutry - united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.